Event description:
Healthcare professional reported a deflation. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: not observed, in the device. Additional observations: crease is observed, brown particles in the fill channel.

Event description:
Healthcare professional reported, a deflation. Device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
Additional, corrected and/or change data: b.5, d.6b, h.6

Event description:
Device has been explanted and replaced.